Manufacturer narrative:
No related complaint received with return of device. \conclusion: failure event observed during analysis. Final analysis found that a partial lead was returned. The insulation was abraded at 10.8 cm to 11.2 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device. Initial reporter: reliability laboratory technician. Report source: st. Jude medical (B)(4) reliability laboratory.

Event description:
This report is to advise of an event observed during analysis.